Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units. The customer reported that when the insulin gauge displayed 23 units, the customer was able to remove approximately 150 units of insulin from the cartridge. Prior to calling tandem technical support, the customer loaded a new cartridge and received an accurate fill estimate. Reportedly, the customer delivered too much insulin for a meal consumed and experienced a low blood glucose (bg) level of 62 mg/dl. To treat the low bg level, the customer consumed orange juice. In addition, the customer received a minimum fill notification. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose (bg) level was 283 mg/dl, and confirmed having 9 units of insulin on board (iob) to address the bg level. The customer successfully loaded a new cartridge and resumed insulin delivery.